Event description:
It was reported that the end user developed a satellite rash that is under the skin barrier tape collar and mass. After sought treatment, the end user's wound ostomy care nurse issued a prescription of nystop (anti-fungal) power. Since using the power, the end user noted the rash appeared to have improved.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).